Event description:
Area representative reported on behalf of the customer that their speciality instrument ankle clamp has chips coming off from the triathlon tibial alignment ankle clamp.

Event description:
Area representative reported on behalf of the customer that their speciality instrument ankle clamp has chips coming off from the triathlon tibial alignment ankle clamp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a chipped triathlon ankle clamp was reported. The event was not confirmed. The reported device is a specialty ankle clamp per file k3150, catalog: I-k3150ac00, lot: er9a04114. It was noted that the device was modified from a tibial alignment ankle clamp em, catalog: 6541-2-609, lot: pcz. Review of the device history records for I-k3150ac00, lot ID: er9a04114: records indicates device was manufactured and accepted into final stock with no reported discrepancies. Review of the device history records for 6541-2-609, lot pcz: records indicate devices were manufactured and accepted into final stock on 30-aug-2012 with no reported discrepancies. The reported ¿chipped¿ region is the location of the gate used in the injection molding process. The investigation concluded that the reported event was not confirmed. It was determined that the reported ¿chips¿ were not chipped pieces of material. The identified area is the location of the gate used in the injection molding process. This feature exists on all triathlon ankle clamps and does not affect device functionality. Therefore, the reported event is not confirmed. Based on the information provided at the time of investigation, it was determined the device was manufactured according to specification.